Event description:
It was reported that the insert trial (#7 8mm) was broken during implanting for trial in tka. Missing part was not found. Cr trial was used instead of it and the procedure was completed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection from the mar concluded that the trial was fractured into two large fragments. Impact damages were observed on the distal edges of the device. It was determined that the fracture occurred in multiple rapid overloads, initiating along a distal anterior edge and propagating in the posterior and proximal directions. Mar concluded that impact damage was observed on the distal edges of the insert trial, suggesting that it may have been misaligned on the tibial tray during impaction. Fracture of the insert occurred in multiple rapid overloads. The surface of the insert was finely cracked, typical of a degraded condition. There was no evidence of manufacturing or material defects on the device features evaluated. Dimensional and functional inspections were not performed as the device was returned broken. The event was confirmed and the investigation concluded that fracture occurred in multiple rapid overloads. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the insert trial (#7 8mm) was broken during implanting for trial in tka. Missing part was not found. Cr trial was used instead of it and the procedure was completed.